Event description:
Sheath inserted over 035 guidewire into left femoral vein during atrial fibrillation ablation procedure. Upon inserting the sheath and taking the wire and dilator out, the end of the dilator that connects to the sheath broke off completely, leaving the dilator inside the sheath.